Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited oversensing of noise leading to pacing inhibition. There was an increase in rv pacing impedance to 1250 ohms. A revision procedure was performed where the lead was surgically abandoned. The pacemaker was also explanted as it was at elective replacement indicator (eri). No cause of the noise or increase in impedance measurements was found. No additional adverse patient effects were reported.